Manufacturer narrative:
E.1. Initial reporter phone # (B)(6). H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly causing a cocked stopper in the shield assembly was observed. Additionally, eighty (80) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly causing a cocked stopper in the shield assembly based on the photos provided; however, no issues were identified in the retention samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes found that the stopper fell off. Verbatim: phase: before blood collection. Defect: found that the stopper fell off. Quantity: 1 piece impact: no adverse .harm to patients and medical staff.